Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl and a moderate level of ketones. Reportedly, the customer was using fiasp for insulin therapy. Additionally, the customer was using a non-tandem infusion set that was not prescribed for customer. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin. At the time of the report with tandem technical support, the customer was still hospitalized, however, with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.